Manufacturer narrative:
Additional information has been received regarding the patient weight change from 180 to 190 which was not included in the initial report. So, the correct patient weight as per new additional information is 190. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported difference between sensor glucose and blood glucose values and received a change sensor alert, sensor updating alert and calibration not accepted alert. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-381a, mmt-332a, mmt-1884. Troubleshooting was performed for the difference between sensor glucose and blood glucose values; blood glucose value was 130 mg/dl and sensor glucose value was 400 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshooting was partially performed for the high blood glucose event as the customer declined further troubleshooting. Troubleshooting was performed for the occurred alerts and the customer will be provided with a sensor replacement. No further patient complications were reported. Mmt-7040a was requested and the customer response was that the device will be returned. No product return is required for mmt-381a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.